Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed high threshold. The threshold was steady at about 3.35 volts through (B)(6) 2015, but then rose out of range by (B)(6) 2015. Concomitant product(s): dtba1d1 ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead had high thresholds. The lead was reprogrammed off, capped and replaced. No patient complications have been reported as a result of this event.